Event description:
It was reported by the initial rptr that the latch of the surgical table, attaching to the bottom end on the right hand side of the table, was "sticking". Per the initial rptr, the bottom end of the table fell off and landed on the doctor's foot, cutting it.

Manufacturer narrative:
Initial attempt to collect pt information (age, weight, sex, identifiers) has been made. Further attempts will be made to collect this information. Outcomes attributed to adverse event is unk at this point. Further attempts will be made to collect this information. Further attempts will be made to collect this information. The mentioned latch of the surgical table was "sticking" most likely due to insufficient servicing. According to the account, the person who was removing the attachment from the table began jiggling it. When the attachment was freed, the person was caught off guard by the weight of the attachment, could not maintain their grip and dropped the attachment on the doctor's foot. Further information about the pt is unk at this point. This is not a single use device.